Event description:
During a coronary stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 90% stenosed, non calcified protected left main artery lesion. The physician successfully deployed the express2 5.0 mm x 12 mm at 10 atms without incident. The physician dialed the indeflator down and pulled negative and the balloon would not deflate. The physician dialed the indeflator back up and down, pulled negative and the balloon remained inflated. The scrub personnel removed the indeflator and attempted to deflate the balloon with a 30 cc balloon. The physician then pulled the balloon catheter back into the guide catheter, which deflated the balloon. Total inflation time was 25 seconds, during which the pt became bradycardic. This resolved when the balloon deflated. The pt's status is listed as good. The facility uses 50 cc of contrast and 10 cc saline combination.